Event description:
On (B)(6) 2010, patient reported her up arrow button is not working. Patient stated, she noticed the issue today when she was attempting to bolus. Patient reported the buttons pop back out. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.